Manufacturer narrative:
The philips service engineer inspected the system onsite and was able to reproduce the reported problem. The base station antenna was relocated to a higher point in the ad7 table, after which the problem could no longer be reproduced. To date, no reoccurrence has been reported. Philips has attempted to obtain patient information. Patient information was not provided due to privacy reasons.

Event description:
It has been reported to philips that during a planned treatment procedure the wireless footswitch lost its connection. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.